Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the leakage failure was due to the quality of the articulation sleeve material (liquid infiltration into the articulation sleeve hole). This contributed to the system error. The corrective and preventive action was the implementation of a new sleeve material change. The new sleeve material change has been implemented since (B)(6) 2016 as part of a CAPA. This transducer was manufactured prior to the CAPA.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update device evaluated by manufacturer (see section h3), update the patient code (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during patient planning at system boot up phase for a planned transesophageal echocardiography (tee) study, the transducer prompted a usacquisitionhw_0 error message when it was connected to the ultrasound system. There was no patient involvement at the time the reported phenomenon occurred. The study was performed 24 hours later while a replacement transducer was obtained. No additional information was provided.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.